Manufacturer narrative:
Sample was not available for further evaluation. Therefore, further analysis could not be performed. An internal manufacturing documentation review could not be completed since a lot number was not provided by the customer. The alcohol prep pad is a purchased finished product from the triad group (legal manufacture) therefore; there is no internal manipulation in the plant that could result or provoke the reported failure. A probable root cause could not be determined, since a sample was not available for further analysis. However; this situation is currently under investigation. As a precautionary measure, the triad group has voluntarily recalled all of their alcohol prep pads. A formal supplier corrective action notice was initiated on (B)(4) 2011 in response to this complaint. In addition, carefusion quality management has notified the triad group of this complaint in order to properly capture in their post surveillance monitoring.

Event description:
According to report received through the distributor (B)(4) "patient's wife called to inform of patient's death due to triad alchol prep pad-recalled product."